Manufacturer narrative:
(B)(4). Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nissen fundoplication, the seal ripped. A new device was pulled and the case was completed. No pt consequence.